Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy in 2009. During the procedure, there was a grinding of the handpiece and it would not cut through the uterus. A second hand piece was used and the procedure was successfully completed with no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: 04/15/2009. Blade does not cut. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.